Event description:
It was reported the patient was experiencing pain at the ipg site due tot he ipg flipping. As a result, the patient underwent surgical intervention on (B)(6) 2014 to have the ipg relocated to the abdomen.

Manufacturer narrative:
Sjm has limited information related to the patent's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.